Event description:
The event is reported as: the jaw of the device was broken after disinfection. No pt injury reported.

Manufacturer narrative:
Evaluation: method: other: manufacturing review and functional testing. Results: other: visual examination confirmed that the male jaw is broken. Microscopic investigation of the break area shows no sign of deformation or nonhomogeneous grain in the steel. Break area is at the point of highest stress on the male jaw. Broken jaw is not with the sample device. Functional testing data demonstrates that the hardness of the steel is not a contributor to this complaint. No issues were reported on inspection forms during incoming relating to this complaint. Conclusions: other: possible root cause is overstress. External cause is possible unapproved use of device. Other findings include that the vendor marking cannot be identified also, the lot number is not on the part of the sample received, so lot number cannot be verified.